Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ed door 4 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 failed to open. A field service engineer (fse) found that a tray inside was pushing against the door causing it to not open. Then the fse manually released all the doors, the misaligned tray was repositioned fully into place, and proper alignment was restored. The repair was tested using the hardware test application, where all doors functioned correctly. Additionally, the fse explained customer how to unlock the cabinet and manually release the doors if the issue occurs again in the future. The system functioned as intended after the field service engineer repaired the device.